Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 9616680-2012-00749 and MFR # 2249697-2012-01537.

Event description:
It was reported that surgeon commented pt dislocated. Said there was metallosis reaction once he opened capsule. He thought it came from head - neck junction. Put universal sleeve and ceramic head with new p3 liner.